Manufacturer narrative:
The manufacturer had previously reported a ventilator inoperative code was found in the devices event log and the system board was replaced to address the issue. The device failed a step during testing. The device's interface board was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.